Event description:
It was reported that a system error (se) 2240 (air in set/line) alarm occurred during dwell four of five on the homechoice (hc). The home patient (hp) was connected at the time of the event. The technical service representative (tsr) had the hp cycle power to clear the alarm. There was nothing found during troubleshooting that would cause or contribute to the alarm. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4).should additional relevant information become available, a follow-up report will be submitted.